Manufacturer narrative:
F10. Event problem, device code, corrected data; initial MDR inadvertently reported incorrect device code.

Event description:
The explanted lead was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis on the generator was completed and approved. No issues with the generator were noted. Product analysis for the lead was completed and approved. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient has high impedance. The patient had a full replacement. The explanted lead has not been received for analysis to date. No additional relevant information has been received to date.